Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found white colored talc-like contaminant on the non-respironic filter, in the air inlet port and in the air-path; and no proof of odors on the external enclosure or during the internal inspection. The finding of contaminants in the air inlet ports indicates the source of the contaminants is external to the devices and is not related to a failure of the devices. The device was disassembled for internal visual inspection. The manufacturer found evidence of white colored talc-like contaminant on the inside of the device and in the devices air-path. The white colored contaminate was on the outer side of the blower motor/sound abatement foam housing and on the inside portion of the ui panel and on the inside portion of the rear panel and inside portion of the bottom enclosure along with the white powder in the blower motor and blower box. There is no evidence of the sound abatement foam degradation. The manufacturer applied power to the device and found the power supply would intermittently cut off power to the device. A known good power supply was applied to the device and the device powered on. The manufacturer reviewed the device's event logs and found there were no error codes. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination found within the device is consistent with being from an external source.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.